Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the connecting rod for the gantry was not being detected at all times when the door was closed. Adjustment of the rod resolved the reported issue. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A site representative reported that, when attempting to close the gantry door of the imaging system, the door would not close. It was reported that gantry rotation was not possible.